Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned and pictures provided were insufficient to perform a visual and dimensional evaluation. The complaint was not confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain when ambulating stairs, instability, missing patella, significant effusion but it appeared to be clear serous amber colored fluid, significant synovitis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 630701230 - nonporous stemmed tibial baseplate size 3 right - 61831501. 00541001602 - gender solutions male (gsm) femoral component nonporous size 3, right - 61806581. 00111214001 - palacos r 1x40 single - 71694257. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Approximately 3 years post implantation, the patient underwent a right knee arthroscopy due to pain and synovitis. Significant synovitis was noted and a synovectomy was performed. Approximately 7 months later, the patient underwent a revision with a poly exchange due to continued pain and instability. No intraoperative complications were noted.